Manufacturer narrative:
The technician replaced the worn right side brake casters to repair the stretcher.

Event description:
Information received indicates the right side casters will not engage into brake when the brake is set.